Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the 12th january 2010 and that it had performed to specification up to the 19th january 2014. On the 26th january 2014 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 5th march 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the 20th march 2016 and the last log entry on the 6th april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs confirmed a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.